Event description:
During l4-s1 lumbar fusion procedure: surgeon was attempting to insert the screw on the left at s1, surgeon leaned back on the screw and the threads of the screw peeled, the holding sleeve broke, and it appeared the tip of the screw driver broke. All fragments from the screw, sleeve and driver were retrieved. Surgeon used a new screw to complete the procedure with no further problems, the procedure was completed. This is 3 of 3 reports.

Manufacturer narrative:
Screw was received with approximately 30% of the m6.5 x 0.75-6h thread peeled away from the top of the screw - lead thread is not peeled. Threads are damaged and flattened. There is damage - nicks and scratches to the t25 face and internal form. All described nonconformities are post manufacturing. The spherical outer diameter cannot be measured because spec states requirement to be held after anodize, but prior to bead blast, and the m6.5 x 0.75-6h thread cannot be measured because of damage. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer evaluated the devices and the report received indicates the failure mechanism displayed by the damaged implant / holding sleeve can only be achieved through an applied tensile load. The condition of the screw indicates that the engaged holding sleeve was partially unthreaded from the implant interface when the surgeon performed the maneuver as described, subjecting the assembly to a concentrated cantilever load. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the designs tensile limits. No other evidence of damage was observed. The chipping of the t25 lobes can be attributed to slippage of the drivers with respect to the male and female t25 geometries, which in this case resulted from incomplete driver-bonescrew engagement. Extensive bench testing supports this theory, results showing a 15 nm average failure torque for the matrix t25 driver geometry. The matrix surgical technique guides, as well as other product support information, fully illustrate the proper method of loading and unloading matrix pedicle screws from a holding sleeve utilizing a matrix t25 driver. Evidence indicates improper assembly combined with an overly aggressive surgeon technique caused a propagation of forces to exceed the designs intended limits, which led to the subsequent failure. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.